Event description:
Reportable based on device analysis completed on 16apr2025. It was reported that the balloon did not able to inflate. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. During the procedure, it was noted that the balloon did not able to inflate. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a pinhole above the distal markerband.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by manufacturer: the complaint device was received for product analysis. A visual inspection of the device identified multiple kinks along the hypotube shaft. No kinks or damages were identified. A detailed microscopic examination of the balloon material identified a pinhole above the distal markerband when attempting to inflate to rated burst pressure. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No kinks or damages on the shaft polymer extrusion. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation device. An attempt was then made to inflate the balloon to 12 atmospheres. However, pressure was unable to be maintained as inflation liquid was observed leaking from the pinhole identified above the distal markerband. No other device issues were identified during returned product analysis.